Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had migrated and consequently dislodged both the right atrial (ra) and right ventricular (rv) leads. The physician attributed this event to the patient's body habitus. The system was revised and both the ipg and leads remain in use. No patient complications have been reported as a result of this event.